Event description:
The customer reported the patient lost her kangaroo 24 fr gtt (gastrostomy feeding tube), which was inflated with 8 ml of ad (distilled water) on (B)(6) 2025, due to a rupture of the cuff. Since this is a patient diagnosed with alzheimer's, dm, recurrent utis and is bedridden, she is under home care with 12 hours of daytime nursing and at night with the caregiver. She has limited movement, for this reason she does not pull the gtt. The technicians and caregivers are completely cautious, capable and experienced in handling, administering medications, diet and liquids through this device. The cuff ruptured on (B)(6) 2025 and had to be changed by a professional.

Manufacturer narrative:
Additional 510k number: k932295. Additional product code: pif. An investigation is currently underway. Upon completion the results will be forwarded.

Manufacturer narrative:
A non-conformance review was conducted for the reported lot (2400121964) and there were no ncs related to the reported event issued during the manufacturing of this lot. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. A device was not returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.